Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. An attempt was made to replicate the user complaint and high/low glucose alarms were successfully received on an iphone device with ios 15.1.1/fsll version 2.5.3.3088 using a known good libre 2 sensor. No issues were identified with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported the low alarm did not sound and as a result, the customer experienced symptoms of feeling sleepy, a loss of consciousness and had contact with a third-party who provided glucose drink and honey for customer to self-treat. No further information was reported. There was no report of death or permanent injury associated with this event.